Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
She states her power chair will not work and the chair will tip over when she is using it. Update from (B)(6) 2015 added by complaint handling unit: the end user was in her pronto 31 power chair and the chair came to a sudden stop causing the end user to jerk out of the chair and fall and hurt her knee. No mention of any error codes present at the time when the chair stopped. No medical intervention was received. It was clarified that the chair never tipped over.